Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp placed to escalate care from the intra-aortic balloon pump placed for the patient admitted in cardiogenic shock. The pump was placed, but there was an access site bleed that prompted a suture being placed to stop the bleeding. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue because the bleeding was resolved by applying a suture at the site. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19219.